Event description:
Reporter indicated that the pt has experienced difficulty with his voice since implant. The pt has reportedly experienced constant hoarseness since the device was implanted. Investigation to date has been unable to determine whether the pt has been diagnosed with vocal cord paralysis. Report is incomplete because no response has been received to manufacturer's requests for additional info from treating physician. Additionally, device tracking info was not forwarded to manufacturer at the time of initial implant surgery.